Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. Pump was reset to resolve the issue. In addition, it was reported that the customer had difficulty pressing the wake button to activate the display. The customer's blood glucose level was 387 mg/dl. The customer applied more pressure to the wake button to address the issue.